Manufacturer narrative:
Monitoring situation: device returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that radiation issue with error message; device initially non-functional on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.